Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents for shaft separation reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that before use and while unpacking, it was noted that the proximal shaft was separated into two pieces while pulling a 2.5 x15 mm nc trek balloon dilatation catheter (bdc) out of the dispenser coil. No resistance was noted when removing the bdc from the dispenser coil. Upon visual inspection, the shaft damage was confirmed and the bdc was re-inserted into the dispenser coil. A non-abbott balloon catheter was used to continue the procedure. The device was not used and there was no patient involvement. There was no a clinically significant delay in the procedure. No additional information was provided.